Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) adjusted the rinse nozzles and the nozzle tip and replaced the rinse tubing. The fse cleaned the flow path and confirmed the module was operating within specifications. The service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 68 patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 513 analyzer. The customer was having issues with high quality control recovery from (B)(6) 2024 to (B)(6) 2024. Controls recovered close to the mean on (B)(6) 2024 and were acceptable on (B)(6) 2024. The customer then experienced the issue with the patient samples on (B)(6) 2024. See the attachment for all patient data. Samples were repeated on a second analyzer and corrected reports were issued.

Manufacturer narrative:
The hba1c reagent lot number was 744197. The reagent expiration date was requested, but not provided. The field service engineer found that cells were over flowing with wash solution due to a valve failure. The valve was rusted through. The valve was replaced. Another valve was replaced as a preventive action since it showed signs of wear and rust. The wash volumes were checked and adjusted. A cell blank measurement was performed. All cells were checked and there were no signs of droplets or condensation. Mechanism checks were performed and were acceptable. The rinse unit operation was checked and there was no further evidence of overflowing. The system was running back within specifications. The investigation is ongoing.